Event description:
Procedure: splennectomy. Pt sex: unk. The original report stated the stapler made a noise and then failed to work. There was no pt harm. However, upon receipt of the device, there was a tissue remnant stuck in the sulu jaws. This type of observation is typically indicative of the device locking down on tissue and requiring resection of the tissue to remove the device. While this has not been confirmed by the reporter of the event despite follow up attempts this report was changed to an MDR reportable "adverse event" based on this assumption.